Manufacturer narrative:
(B)(6). It should be noted that the gore dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent laparoscopic ventral hernia repair on (B)(6) 2010, whereby a gore dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2011, an additional procedure was performed whereby explant of the gore device was performed. It was reported the patient alleges the following injuries: hematoma, adhesions, infected mesh, mesh removal, additional surgery to repair hernia. Additional event specific information was not provided.

Manufacturer narrative:
Corrected date. Updated results code for the sterilization evaluation. Conclusion code remains unchanged.

Manufacturer narrative:
H6: updated patient codes. H6: updated device codes. H6: updated conclusion codes. The investigation has been completed. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient codes (1695, 1884, 1930) were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. The following information was determined from the medical records. Medical records: the known medical records span october 12, 2010 through june 24, 2014 and not all records received in this time span are relevant to the gore® dualmesh® plus biomaterial. Patient information: medical history: [none provided]. Prior surgical procedures: [none provided]. Implant preoperative complaints: [none provided]. Implant procedure: laparoscopic repair of a ventral hernia. Implant: gore® dualmesh® plus biomaterial (7227327 / 1dlmcp07) 20cm x 30cm. Implant date: on (B)(6) 2010 [hospitalization dates unknown]. Description of hernia being treated: ¿adhesions were taken down sharply with scissors and also with the ligasure device until the entire defect was visualized. This was marked externally and measured to give a 4 to 5 cm overlay on all sides of the defect.¿ implant size and fixation: ¿a 30 x 20 cm piece of dual mesh plus was measured out and cut and marked to the correct size. This was rolled, inserted, unrolled, and calibrated to the markings on the mesh. The 4 quadrant transfascial sutures were pulled through with the suture grasper and tied down. The mesh was then circumferentially tacked with nonabsorbable suture tacks under mild tension. We then placed 4 stay sutures. The omentum had some oozing, which was cauterized and floseal placed. All trocars were removed and insufflation released. The skin incisions were closed with 4-0 vicryl and dermabond.¿ no post-operative records were provided. Relevant medical information: on (B)(6) 2011: diagnostic laparoscopy with drainage of an abdominal wall hematoma ­ ¿this is a 47-year-old white female who had laparoscopic ventral hernia repair on (B)(6). She came back to the office with a CT scan that showed a 16 cm mass in her abdominal wall. This was drained by a needle to get a culture in my office. The culture was negative so she was taken to the operating room because of the size of her abdominal wall and for adequate drainage.¿ ­ ¿a skin incision was made and a blunt tip trocar was inserted with the camera and insufflation of gas into the peritoneal cavity. We placed two other 5 mm ports and we viewed the mesh. There were adhesions to the mesh but there was no recurrence of a hernia or problems identified inside the peritoneal cavity. At this point it was determined that we would cut down through the old midline incision. This was done in about a 2 inch segment and down to a hard capsular mass. We then aspirated and found the hematoma. This was opened with a knife and we proceeded to drain 1600 cc. We then irrigated and lavaged another 500 cc. We then reexplored laparoscopically and found the mesh to be intact and more room in the peritoneal cavity. We then pulled the trocars and released the pneumoperitoneum. We closed the drainage wound with two layers of vicryl and dermabond. We closed the skin with 4-0 vicryl and dermabond.¿ explant preoperative complaints: [none provided]. Explant procedure: exploratory laparotomy with removal of the ¿infected mesh¿ and placement of wound vacuum-assisted closure. Explant date: on (B)(6) 2011 [hospitalization dates unknown]. ¿after sterile prep and drape, the incision was made around the previously drains [sic] site in the lower midline, above the umbilicus. We excised the scar down to the fascial level and entered a pocket where there was purulent material that was very copious. We extended the incision superiorly so that approximately three-quarters of the previous wound was reopened. We then unroofed the pocket where the mesh was located and was able to remove the mesh using blunt retraction, digital dissection and by dividing the four stay sutures that had been placed previously. The tags [sic] came out intact with the mesh. There was no evidence, this was attached to bowel. There was no evidence of a fistula. The old hematoma that had been present and was debrided. We then inspected the wound for hemostasis, which was obtained. It was felt that at this point due to the severe infection that any attempt to place a biologic would be fruitless. It also felt that the bowel was firmly adheres [sic] as it could not be visualized and there was no opening into the peritoneal cavity where this mesh have [sic] been located. The fascia was very dense as well as scar. We placed a wound vac in the usual manner and she tolerated this well.¿ relevant medical information: on (B)(6) 2011: closure of an upper midline abdominal wound, measuring 30 cm in length. ­ ¿upper abdominal open wound from recent exploratory laparotomy with removal of infected mesh, granulating well with wound vacuum-assisted closure.¿ ­ ¿the previous wound dressing was removed. There was good granulation tissue throughout the wound with no evidence of any undermining, no foreign body, and no pocket of loculated fluid or abscess. The abdomen was prepped with betadine and draped into a sterile field.¿ ¿nylon retention sutures in vertical mattress fashion were placed approximately x6 to close the wound and relieve a majority of the pressure. We then used 3-0 vertical mattress nylon sutures to close the remainder of the incision.¿ conclusion: it should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, recurrence, ileus, increased procedure time and related harms, irritation or inflammation, infection, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, wound complications and wound dehiscence. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. All available information has been placed on file for use in product surveillance tracking, trending and follow-up. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot#: 7227327. The plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records prior to (B)(6) 2010, including origin of ¿old midline incision¿ referenced in (B)(6) 2011, were not provided. Operative records dated (B)(6) 2010 indicate the patient underwent laparoscopic repair of a ventral hernia. Findings from the procedure state: ¿dense adhesions in the midline with minimal involvement of the large bowel.¿ the records state: ¿a left upper quadrant stab incision was made and the veress needle inserted and gas insufflation initiated. This was followed by placement of a 5 mm optical port with direct vision upon entry into the abdomen, which was not encountered with any bowel or adhesions. A left lower quadrant incision was made and another 5 mm trocar placed and finally, a 10 mm trocar was placed on the right middle abdomen.¿ the (B)(6) 2010 operative report continues: ¿adhesions were taken down sharply with scissors and also with the ligasure device until the entire defect was visualized. This was marked externally and measured to give a 4 to 5 cm overlay on all sides of the defect. A 30 x 20 cm piece of dual mesh plus was measured out and cut and marked to the correct size. This was rolled, inserted, unrolled, and calibrated to the markings on the mesh. The 4 quadrant transfascial sutures were pulled through with the suture grasper and tied down. The mesh was then circumferentially tacked with nonabsorbable suture tacks under mild tension. We then placed 4 stay sutures. The omentum had some oozing, which was cauterized and floseal placed. All trocars were removed and insufflation released. The skin incisions were closed with 4-0 vicryl and dermabond.¿ the records confirm a gore dualmesh® biomaterial (1dlmcp07/7227327) was implanted during the procedure. Operative records dated (B)(6) 2011 indicate the patient underwent diagnostic laparoscopy with drainage of an abdominal wall hematoma. Procedural findings state: ¿the patient had 1600 cc of liquefied hematoma above the mesh in the hernia sac space.¿ indications for the procedure states: ¿this is a 47-year-old white female who had laparoscopic ventral hernia repair in october. She came back to the office with a CT scan that showed a 16 cm mass in her abdominal wall. This was drained by a needle to get a culture in my office. The culture was negative so she was taken to the operating room because of the size of her abdominal wall and for adequate drainage.¿ the (B)(6) 2011 operative report states: ¿a skin incision was made and a blunt tip trocar was inserted with the camera and insufflation of gas into the peritoneal cavity. We placed two other 5 mm ports and we viewed the mesh. There were adhesions to the mesh but there was no recurrence of a hernia or problems identified inside the peritoneal cavity. At this point it was determined that we would cut down through the old midline incision. This was done in about a 2 inch segment and down to a hard capsular mass. We then aspirated and found the hematoma. This was opened with a knife and we proceeded to drain 1600 cc. We then irrigated and lavaged another 500 cc. We then reexplored laparoscopically and found the mesh to be intact and more room in the peritoneal cavity. We then pulled the trocars and released the pneumoperitoneum. We closed the drainage wound with two layers of vicryl and dermabond. We closed the skin with 4-0 vicryl and dermabond.¿ there was no mention of infection and no mention of gore device removal. Operative records dated (B)(6) 2011 indicate the patient underwent ¿exploratory laparotomy with removal of the infected mesh and placement of wound vacuum-assisted closure.¿ postoperative diagnosis states: ¿obviously infected mesh. It was essentially floating and purulent fluid held in place only by the four tacking sutures and some of the tacks that had been placed previously.¿ the (B)(6) 2011 operative report states: ¿after sterile prep and drape, the incision was made around the previously drains site in the lower midline, above the umbilicus. We excised the scar down to the fascial level and entered a pocket where there was purulent material that was very copious. We extended the incision superiorly so that approximately three-quarters of the previous wound was reopened. We then unroofed the pocket where the mesh was located and was able to remove the mesh using blunt retraction, digital dissection and by dividing the four stay sutures that had been placed previously. The tags [sic] came out intact with the mesh. There was no evidence, this was attached to bowel. There was no evidence of a fistula. The old hematoma that had been present and was debrided. We then inspected the wound for hemostasis, which was obtained. It was felt that at this point due to the severe infection that any attempt to place a biologic would be fruitless. It also felt that the bowel was firmly adheres [sic] as it could not be visualized and there was no opening into the peritoneal cavity where this mesh have been located. The fascia was very dense as well as scar. We placed a wound vac in the usual manner and she tolerated this well.¿ operative records dated 6/1/2011 indicate the patient underwent closure of an upper midline abdominal wound, measuring over 30 cm in length. The postoperative diagnosis states: ¿upper abdominal open wound from recent exploratory laparotomy with removal of infected mesh, granulating well with wound vacuum-assisted closure.¿ the records state: ¿the previous wound dressing was removed. There was good granulation tissue throughout the wound with no evidence of any undermining, no foreign body, and no pocket of loculated fluid or abscess. The abdomen was prepped with betadine and draped into a sterile field.¿ ¿nylon retention sutures in vertical mattress fashion were placed approximately x6 to close the wound and relieve a majority of the pressure. We then used 3-0 vertical mattress nylon sutures to close the remainder of the incision. Dressing was applied.¿ operative records dated (B)(6) 2012 indicates the patient underwent ¿open preperitoneal mesh repair of upper midline recurrent incisional hernia using veritas mesh to close the posterior fascia, polypropylene mesh, retrorectus with primary closure of the anterior fascia, lateral component release, and veritas onlay buttress over the anterior repair.¿ the postoperative diagnosis is noted as ¿large recurrent upper midline incisional hernia after removal of laparoscopically placed mesh by another surgeon with wide separation of the sheath.¿ the (B)(6) 2012 operative notes state: ¿we resected the previous midline scar, which did require retention sutures. We extended this down to a very large hernia sac with wide separation of the rectus extending from the xiphoid down to and just below the umbilicus. This hernia sac was resected in its entirety with care taken not to injure underlying bowel. We then entered the retrorectus space on each side, extending this dissection superiorly as far as we can extend this to the costal margin down to and below the umbilicus and laterally to the rectus border. There was too much separation of the posterior rectus fascia to do a primary closure. We used veritas to bridge this defect, using prolene suture to close the defect. This affected an adequate repair of the posterior fascia.¿ the (B)(6) 2012 operative records continue: ¿we then fashioned polypropylene mesh for the retrorectus closure. This mesh was secured laterally up through the anterior rectus fascia using multiple 2-0 prolene interrupted sutures. We made an attempt to reduce the width of the rectus defect using this mesh, which was accomplished without difficulty. We achieved significant underlap superiorly under the xiphoid and inferiorly below the umbilicus. This mesh was secured in its entirety using interrupted 0 prolene. We were then able to perform a lateral component release on each side using the cautery, dividing the external oblique fascia. This allowed the anterior rectus to be closed primarily. This was under significant tension and then we used the remaining veritas to do an onlay patch, securing this to the anterior fascia using 0 prolene. The primary repair of the fascia anteriorly was done with #1 prolene sutures. Two drains were placed inferiorly through stab incisions and placed in this anterior fascial space, which was then closed with multiple running sutures of 2-0 monocryl obliterating as much dead space as possible. The skin was then closed with skin staples.¿ the records confirm non-gore mesh devices were used during the procedure. Operative records dated (B)(6) 2014 indicate the patient underwent excisional debridement of a chronic midline wound. The postoperative diagnosis is noted as ¿chronic wound infection at site of previous hernia repair with mesh. No involvement of the mesh with infection.¿ indication for the procedure states: ¿the patient is a 50-year-old female with a complicated past medical history involving history of abdominal wall abscesses after mesh was placed in the ventral hernia repair involving component separation and biologic mesh. She has undergone multiple debridements, and has been seen by dr. (B)(6)with infectious disease at emory regarding this wound, and it was determined that due to the patient's continued intermittent drainage from the midline incision just superior to the umbilicus, that this area should be debrided and explored in the operating room.¿ the (B)(6) 2014 operative report states: ¿an elliptical incision was made incorporating the midline scar at the inferior aspect of the previous incision, which was just superior to the umbilicus. Once this incision was made, it was carried down with bovie electrocautery to the level of the fascia where a pocket of seropurulent material was encountered and cultures were obtained from this site. This cavity was excised with the bovie electrocautery and blunt dissection. The tissue at the bed of this wound was debrided with a combination of blunt usage of the hemostat as well as bovie electrocautery. Once the tissue was removed with a small portion of the fascia, no signs of infection were remaining; and it was determined that no additional debridement was necessary at this time. The pulsavac was then used to lavage with normal saline and betadine solution was then used to irrigate the wound. Wound vac was then placed in this wound cavity that measured 6cm x 5cm with a depth of 4cm and good seal was obtained with good suction.¿ ¿dimensions of the area of excisional debridement with electrocautery was 6x5 cm for a total of 30 cm squared.¿ a potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.